Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed the device has been serviced within the last 12 months. Evaluation serviced the device for a similar allegation, a 'system error 320' error. Evaluation determined the cause to be link being out of specification. The link was adjusted. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported device doesn't see load set, which was reproduced during evaluation. Evaluation observed failing upper link switch, which may induce improper detection of door state when pump door is opened. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not display load set. There was no patient involvement. No additional information is available.